Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive. There was no reported impact on the customer's blood glucose level. The customer reverted to using multiple daily injections as a backup insulin therapy.